Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien tech support engineer (tse) trobleshot this issue with the customer over the phone and recommended to replace the inspiratory electronics pcb. Covidien was not authorized to service the device.